Manufacturer narrative:
The field service rep was unable to determine the cause or reproduce the issue. He performed diagnostic checks and quality control to verify analyzer operation.

Event description:
Customer has a continuing issue with discrepant creatinine results. Issue involved two patients, one patient example was provided. Initial creatinine result 1.82 mg per dl, same sample repeated twice on the same analyzer, giving results of 1.13 and 1.14 mg per dl. Customer states he does not have any patient information and erroneous results were not reported.